Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of approximately 50 mg/dl. Reportedly, the pump settings needed to be adjusted due to the customer¿s activity level. The customer addressed low bg levels with glucose tablets and carbohydrates, and required assistance being monitored by family to ensure customer did not lose consciousness. Loss of consciousness was not reported to have occurred. Recommendation was made to discuss diabetes management with customer¿s health care professional.